Event description:
It was reported an issue with monosyn suture.the client (veterinary) reported that the needle came off the thread. Before application.

Manufacturer narrative:
Summary of investigation:there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse.we have received one open sample and contaminated (blood-contaminated) with the needle detached from the thread (thread is still wound on the pack and the needle is missing) and one open, manipulated and contaminated (blood-contaminated) sample with the needle detached from the thread (thread is not wound on the pack and the second pack and the needle are missing).however, without closed samples a proper analysis cannot be performed.batch manufacturing record:reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications.conclusion root cause analysis:it has not been possible to determine the root cause because only contaminated samples have been received.final conclusion:despite receiving defective samples, all samples received were contaminated. Without closed samples we are not in position to study if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Please note that when no closed samples are received our analysis is very limited.corrective measures:actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product.corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, there is an open CAPA regarding monosyn needle detachment on going.